Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was high as 500 mg/dl and current blood glucose is 162 mg/dl. It also stated that drive support cap was normal. The customer treated high blood glucose with bolus via the insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. The customer treated high blood glucose with shots. The customer reported that the insulin pump received no delivery alarm since high blood glucose began and customer reported alarm did not occur during manual prime. It was also reported that he event was resolved by and infusion set change. The insulin pump will be returned for analysis.